Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient`s insurance is claiming for compensation because of revision of hip inlay because of dislocation.

Manufacturer narrative:
Patient`s insurance is claiming for compensation because of revision of hip inlay because of dislocation. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The depuy devices were used off-label with competitor devices. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 27-mar-2017: medical records received. After review of the medical records for MDR reportability, the patient suffered from dislocation/subluxation, pain, squeaking, and malpositioned cup (5 degrees anteversion). The cup is now being reported (wasn't revised). A correct doi was provided.